Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600 synchron system. The fse inspected the system and found that the sodium measure electrode was worn and the flowcell was dirty. The fse cleaned the flowcell and replaced the sodium measure electrode to resolve the issue. The fse performed system verification successfully without further issue. No further issue was reported for this event. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of false low sodium (na) patient results generated with low anion gap results involving the dxc 600 clinical chemistry analyzer. The customer repeated the sample on another system and obtained a result considered correct by the customer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.